Event description:
The customer reported that a b30 error and an e30 error occurred. Reportedly, an error message appeared even if the scope was changed. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of b30 error.

Manufacturer narrative:
E1: (B)(6) clinic. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (error b30 and e30) were not confirmed. In addition service found that the scope socket guide pin was broken. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The following additional information regarding the event was provided by the customer: the b30 event was observed during inspection for use, prior to an unknown procedure designated as "other" by the customer. The customer confirmed no adverse effects on the patient was observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b3, b5, h6 and h10. The customer provided the following information: the customer stated the event date occurred mid-july. The malfunction was presented during inspection for use. The procedure was labeled as "other." The customer described the following; "during the examination, the screen (octagonal image) suddenly disappeared for a moment, and then the scope was slowly removed. It has been reported that there are no adverse effects on patients." The customer confirmed the device was inspected prior to use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, a root cause for the b30 scope error could not be established as the error was not reproduced during device evaluation. Olympus will continue to monitor field performance for this device.